Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent low blood glucose readings with fluctuating glucose levels soon after starting therapy, and was concerned whether the device continued insulin delivery during low glucose; the user was educated that the system suspends insulin when glucose is low, and troubleshooting and education were provided. Symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention beyond self-treatment with fast-acting carbohydrates, and no hospitalization. Investigation included complaint review and user education. Investigation of this case revealed no device malfunction reported and that the device behavior was consistent with automated insulin suspension during low glucose, with adaptation ongoing early in use. It was concluded that the cause of hypoglycemia was unclear and that the device performed as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.